Event description:
Pentax medical was made aware of a complaint that occurred in (B)(6). The information provided indicated that the lens became blurry after intubating the terminal ileum and they were unable to resolve the issue involving pentax medical video colonoscope model ec38-i10nl, serial number (B)(4). The event was observed during a procedure. There was no report of patient injury, delay in procedure or an event that required medical intervention. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Import for export. (B)(4). Pentax (B)(4) inc. Has followed up with the contact to request additional information regarding this incident and to request return of the endoscope. Model ec38-i10nl, serial number (b)(4 has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2021, a device history record(DHR) review for model ec38-i10nl, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) on (B)(6) 2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 07-nov-2017. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: d9: device available for evaluation. H3: device evaluated.